Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. On (B) (6), 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultrasmart meter has a power issue (does not turn on). The pt manages his diabetes with oral medication. The power issue began on (B) (6), 2010 in the afternoon. The pt did not take any action in regards to his diabetes management at the time of concern. Six hours later, the pt reportedly felt sick and was sweaty. However, the pt did not receive any treatment. During troubleshooting, csr noted that the battery needed to be replaced based on the info the pt provided. The pt did not have a replacement battery. Replacement products were sent to the pt. This complaint is being reported because the pt claimed she had symptoms that can be associated with hypoglycemia 6 hours after the power issue began.